Event description:
Information received from the field notes a telemetry failure. About two months previous, the patient complained of being short of breath for two weeks. The device was found to be at end of life, but reprogramming restored normal function. Due to the subsequent failure, the device was replaced.